Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with chipped out on lower left front corner of top case. Event history log review was performed and found evidence of reported problem. Visual inspection, and occlusion testing were performed. The customer's reported problem was confirmed. According to the investigation the pump motor was found not running during occlusion test. The reported problem was caused by the pump main board was found misaligned from extrusion as a result of the customer's impact to the device. Service's realigned main board also replaced motor assembly, worm gear, leadscrew and clutch halves for preventive due to normal wear (m75812 was about 10 years old). Performed pm maintenance and all functional testing. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that during post procedure of this smiths medical medfusion 3500 pump, the pump exhibited motor not running error. No patient consequences were reported. No adverse effects were reported.